Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced pain at the implantable pulse generator site (ipg). As a result, to resolve the issue, the ipg was repositioned few inches to the left side. There were no complications during the procedure and therapy was restored post procedure. Patient was stable.